Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(6) 2019. 185203 - bmt 360 tib tray - 737710. 185305 - vg 360 dst fm ag - 115520. 183882 - vngd ssk psc tib brg - 246260. 185650 - bmt 360 tib sm cruciate - 727430. 148305 - bmt splined knee stm v2 - 731620. 185211 - bmt 360 tib 5.0 offset - 198190. 184764 - series a pat std - 693590. 148302 - bmt splined knee stm v2 - 139650. 185211 - bmt 360 tib 5.0 offset - 233860. 00111214001 - palacos single - unknown. 00111214001 - palacos single - unknown. 00111214001 - palacos single - unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. Medical records were provided and reviewed by a health care professional. Patient was revised with no complications noted. Post-revision ultrasound found soft tissue swelling and tendinosis without tear. Patient claims to have tested positive for infection but cannot be confirmed due to lack of medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03370-4. 0001825034-2019-03372-4. 0001825034-2019-03373-4. 0001825034-2019-04217-3. 0001825034-2019-04218-3. 0001825034-2019-04219-3. 0001825034-2019-04233-3. 0001825034-2020-02312. 0001825034-2020-02314.

Event description:
It was reported that following a revision procedure, the patient experienced pain, swelling and falling. No additional patient consequences were reported.